Manufacturer narrative:
(B) (4). (B) (4). The product was received. Investigation is not complete. A follow up report will be submitted with any relevant info.

Event description:
Customer reported, secondary infusion of avelox in 250 ml bag back flowed into primary infusion of 1000 ml of 0.45 normal saline. No pt harm reported. Although requested, no additional info was provided.